Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. With cap and with two needles. No defect observed.

Event description:
Healthcare professional reported an injection of juvéderm ultra¿ xc. During injection, the syringe "bursted". There was product lost when the "needle burst" due to "injection pressure". No injury was reported.

Event description:
Additional information: healthcare professional notes the patient was injected to the nasolabial fold and during injection product was lost when the "needle burst" due to "injection pressure." The physician notes they "think that the needle was defective." The packaged needle was used.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element can explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event as follows: method of use - posology. "Juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported during injection with juvéderm ultra¿ xc the syringe "bursted". No injury was reported.